Manufacturer narrative:
Correction to h6 "health effect - impact code" of the initial report, "2199 - no health consequences or impact" is being corrected to "2645 - no patient involvement". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the burn of the plastic distal end cover. The high energy endo therapy accessories such as the laser may have been used without maintaining enough distance from the tip of the endoscope, causing the reported malfunction. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: instructions for gif-h290t series operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end cover was burnout. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.